Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Conclusion: the suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.

Event description:
The complainant reported that during a hepatic artery angiography, the connection between the high pressure tubing and a micro catheter came apart. No patient or clinician harm or injury was reported as a result of this incident.